Manufacturer narrative:
Concomitant product(s): product ID :5076-45 lead, implanted: (B)(6)2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an infinite impedance and a polarity switch was triggered. The rv lead remains in use. No patient complications have been reported as a result of this event.